Event description:
Handle of the exam light fell off and hit the pt on his forehead. Pt suffered no significant injury. Pt was examined by derm resident and complained of minor pain on affected area. An ice pack was applied. Pt had follow-up visits with no significant injury.